Event description:
Paramedics responded to a person in cardiac arrest. The device was connected to the pt with disposable defibrillation/ECG electrodes and diagnosed in vfib. An unknown number of shocks were administered to the pt then, according to the reporter, the device alarmed connect electrodes and the device would not deliver a shock, a backup device was called from another rescue vehicle at the scene and therapy continued. The pt was resuscitated and transported to the hosp.